Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cemvac syringe failed during surgery (exploded), leaving small plastic fragments in the wound and the surgeon having to remove the cement from the femoral canal that had already been extruded.

Manufacturer narrative:
Conclusion and justification status: the complaint states that: cemvac syringe failed during surgery (exploded), leaving small plastic fragments in the wound and the surgeon having to remove the cement from the femoral canal that had already been extruded. The liner was broken into 3 pieces and luckily the team managed to find all the pieces. The incident happened on (B)(6) 2015. There was no harm done to the patient on this occasion. The complaint specimen has not been returned hence a full product investigation cannot be conducted. From the photographs provided, a "v" shaped fracture is apparent approximately three quarters of the way down the cemvac barrel which has resulted in fragments breaking off. Fractures are also apparent at the top of the barrel and in the neck just under the nozzle tip. The properties of bone cement can be affected by a number of external factors. For example: (I) the type of bone cement used; (ii) the mixing time used for the cement; (iii) the extrusion time used for the cement; (IV) the quantity of bone cement used; (v) the storage temperature of the cement; (vi) the temperature of the operating theatre; (vii) the use of vacuum mixing systems. The smartmix cemvac syringe barrel is injection moulded from bormed rf830mo polypropylene copolymer. This material is relatively tough (6 kj/m2, notched charpy impact strength at 23°c). Additionally, the material has a gamma stabilisation additive. Once the powder and liquid components are mixed, the cement viscosity will increase exponentially with time. If the cement is extruded relatively late, when it is too viscous, fracture of the mixing system may occur due to concentrated pressure being applied on the plastic. The sample shows quite a large portion of cement remaining in the syringe barrel which suggests that there may have been a slight time lapse between mixing the powder and liquid components, and extrusion. This in turn has led to the cement becoming excessively viscous and has attributed to the syringe barrel failure. Attempted extrusion of very viscous cement can induce excessive stress on the system components, potentially causing the malfunction reported here. Also, as stated above, temperature has a huge effect on bone cements performance. There is no checklist attached to the complaint therefore the temperature conditions within the operating theatre have not been provided and, so it cannot be confirmed whether the theatre was at the required optimum temperature for bone cement of 23degrees celsius. If not, then this could also have aided the failure mode described. As the sample is not being returned for investigation, it cannot be reviewed for moulding defects in the plastic which could result in weakening. The amount of complaints received for this failure will continue to be monitored and if an increase is observed, the supplier will be informed and action taken. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.